Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the continuum cup impactor fractured during use. There was a reported 2 minute delay in surgery. The fractured pieces were retrieved and surgery was completed without any other issues.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The straight shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. The inserter hex bolt is fractured, and missing. A piece of the bolt is still lodged in the inserter. The knurled shows extensive lateral strike marks, suggesting misuse. Dimensional analysis could not be performed due to the nature of the damage. Device field age is approximately 6 years and 5 months based on manufacturing date. The receiving/inspection report was reviewed and the shell inserter was accepted by zimmer quality control. Inspection documentation shows all devices that were inspected met specifications. The reported device is used for treatment. The failure mode of thread damage was previously investigated has been addressed by a change which increased the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. The evidence of side impaction on the knurled portion indicates off-axis loading of the device. The handle is designed to be struck on the impaction surface and not the side on the knurled portion of the handle. As determined during investigation, when struck on the side of the handle it creates unintended loading conditions and increased the stress on the threads, leading to thread damage and potentially fracture. Based on review of the returned device, the likely cause for the reported issue is damage as a result of misuse of the device.